Event description:
While drilling around the previously placed fixation screw, the tip of the 2.7 drill bit, approximately 3-4 mm in length, broke off in the patient's knee. Intraoperative radiograph revealed that the tip was lodged adjacent to the metallic fixation screw and indicated that it had glanced off this device, which resuled in its breakage. It was completely within the bony confines.